Event description:
A malfunction on a pump was reported. There was no adverse impact on the customer's blood glucose level. Technical support provided pump reset information and assisted the caller with resetting the pump, after which the malfunction did not recur, and the customer was advised to continue using the pump. The customer was instructed to contact technical support again if the malfunction code reappeared, and the caller acknowledged and understood the instructions.